Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure or staff ((B)(6)) called technical support engineer (tse) to report that surgeon was complaining of arm 3 with the endoscope freezing up intermittently with the zoom not working. Operating room (or) staff called in after surgeon decided to convert to open. The tse inspected logs but found no errors, tse was informed that or staff also did not power cycle system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tracked down the endoscope camera (serial# (B)(6) that was used in the case. The endoscope camera was already reprocessed and ready to be used. The fse accessed the operating room (or), checked logs, and found no errors which was also confirmed by the technical support engineer (tse). The fse performed system verification and test drive with the endoscope camera. The fse tested all endoscope camera functions (including zoom) on arm 3 for about an hour and could not reproduce the reported issue. The system verification and test drive passed. The fse reviewed logs and verified no errors. The complaint was not confirmed based on the field evaluation. An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.